Event description:
It was reported that during a proctocolectomy and restoration (pouch) procedure, the surgeon found a hole. Surgeon repaired the hole with suture. Anastomosis was fully checked and surgeons were happy with the outcome. There was no adverse pt consequence.